Event description:
It was reported that the infusion line burst. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal superficial femoral artery (sfa). A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat claudication. During the first 4 minutes while in blades down mode, the shaft burst right outside of the sheath. The device was removed with no detached components. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device returned to boston scientific consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual and microscopic examination showed catheter shaft damage in the form of kinks/buckling. The location of the damage was from the tip to 21cm proximal. The device showed a burst infusion sheath on the catheter shaft located 100cm from the tip. The device was inserted into the console and set up per the instructions for use. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the infusion line burst. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal superficial femoral artery (sfa). A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat claudication. During the first 4 minutes while in blades down mode, the shaft burst right outside of the sheath. The device was removed with no detached components. The procedure was completed with another of the same device. There were no patient complications.